Event description:
The customer reports back to back results of 230 compared to the professional meter result of 110 mg/dl. No report of an adverse event. Controls were not run. Returned requested and replacement was sent.